Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed the incoming functionality test. The cause for the failure was isolated to open red (can h) and white (drvn_gnd) wires in the trunk cable connector. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires. The patient received a replacement electrode belt.